Manufacturer narrative:
The reported event of charge timeout was confirmed by analysis. As received, the device was received at elective replacement level, with normal output and telemetry communication. Final analysis found the device to be implanted beyond its projected longevity and operating at high output mode, which accelerated the battery depletion. The device had no charging abnormalities and no anomalies were detected.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) was explanted and successfully replaced. The patient remained stable.

Event description:
Additional information received indicated that the patient was stable.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited a long charge time. No intervention was performed, and the patient's status was unknown.